Event description:
A caller reported receiving a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through cleaning and loading a new cartridge into the pump, but the issue was not resolved. As the problem had been ongoing for months, it was decided to replace the pump. The customer reverted to manual injections for insulin therapy.